Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's top display was found damaged. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced top display and upper display bezel. Consumed screws, labels and hinge covers. This corrected issue. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The maquet failure analysis and testing dept. (Fat) received the assy, display top lcd rohs and bezel, upper display associated with this complaint. These parts were received with a reported failure of a damaged display and bezel. The fat performed a visual inspection and found that assy, display top lcd rohs had a black spot in the corner and bezel, upper display was broken. The fat installed assy, display top lcd rohs into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. Found that this part had internal damage on the display. Fat was able to verify the reported failures. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a